Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The root cause is due to differences in technology. Confirmatory testing detects antibiodies against hiv-1 and hiv-2, as well as some viral antigens. Because it relies on the body's immune response, it takes longer to become positive, typically 3 to 8 weeks (or sometimes longer) after exposure.

Event description:
There was an allegation of discrepant cobas® hiv-1/hiv-2 qualitative (192t) results from the cobas 5800 analyzer for a single patient. On (B)(6) 2026, the initial sample was generated hiv-1 reactive (38.9), hiv-2 non-reactive results. Repeat on (B)(6) 2026 generated hiv-1 reactive (38.21), hiv-2 non-reactive results. The elecsys hiv combi generated a positive result (3,63 - 3,68 ¿ 3,73 s/co). The bio-rad geenius hiv 1/2 supplemental assay generated a negative result. Serology was negative.